Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products confirmed the reported event; both returned nail caps have stripped and damaged threads; damage is too severe for accurate dimensional analysis of the threads. DHR was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00979, 0001822565-2019-00980. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nail cap was unable to be inserted into the nail. Another size cap was tried with the same result and the surgeon decided not to use the cap, which is optional. No additional information is available.